Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage at site event on 19-jun-2024. The blood glucose level was high at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.